Event description:
The customer reported that the nasoenteral probe broke in the purple connection. The material broke easily and the purple connection was very hard. No injuries occurred. Per additional information received, the y-port cracked and leaked as a result.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.